Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed that the screw did not have any deformation, breakage, or indications of problems. There was some debris between the threads. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that the during knee surgery, the screw was found slipped from the bone and could not be implanted-in. The screw was retrieved from patient by tweezers. A backup device was available to complete the procedure and no significant delay or other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.